Manufacturer narrative:
The event/therapy occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This event was observed after use. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye and a crack on the rim was noted. All box dimensions on the returned sample was measured and passed. During functional testing, the device failed a leak test. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.